Event description:
It was reported that the patient presented to their healthcare provider (hcp) on the (B)(6) prior to the report ((B)(6) 2014) with a pump pocket infection. On ¿(B)(6)¿, the pump and catheter were explanted. This was also reported to have occurred on (B)(6) 2014. The patient had ¿staph¿ in the cerebrospinal fluid (csf). The week prior to the report, a catheter only was implanted in an effort to prevent withdrawal and to keep delivering intrathecal baclofen (itb) therapy. This was also reported as the hcp put in a ¿lumbar drain¿ and was administering baclofen via the drain. The reporter was unsure if the patient was on antibiotics. The hcp had since run out of lioresal and stated they were not able to locate more itb. The patient was in the intensive care unit (ICU); their respiration was ¿ok¿ at the time of the report, but they were very spastic. Options were discussed to prevent further withdrawal symptoms. The hcp planned on re-implanting the pump next week if possible. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n359063, implanted: (B)(6) 2014, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported a new pump and catheter were implanted on 2014-(B)(6). The patient had not been seen since the implant operation.